Event description:
In 2009, via email, the surgeon reported that two yrs ago we did a wide laminectomy to solve a severe spinal stenosis and reinforced the left side arthrodesis. At this time, the pt is having pain that may be caused by the trajectory of one of the screws. There is a possible revision surgery but there has not been a set date on surgery.

Manufacturer narrative:
No device will be returned. This medwatch was implemented to report adverse event.